Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm readings during an extreme low. Patient had a seizure and was taken to the hospital, where he was treated with glucagon. Patient reported that his cgm was reading 180 mg/dl and his bg meter was reading 44 mg/dl after glucagon was administered. Patient was fine at the time of his call to dexcom technical support.